Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient reported that he has cartridges from lot # b201582. He stated that he has not noted any insulin leaking into the cartridge compartment, but he does sometimes smell insulin when the cartridge is removed.